Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Information received from an article: malatesta e, nuzzi np, duvenito I, et al. Endovascular treatment of intracranial aneurysms with flow-diverter stents: preliminary single-centre experience. Radiol med. 2013 sep;118(6): 971-983. During a study conducted between june 2009 and april 2012, twenty eight consecutive patients (6 men and 22 women both with a mean age of 54 yrs) with a total of 35 aneurysms were treated with either fds (flow diverters) or peds (pipeline embolization device). 36 peds (diameter from 2.5mm to 4.5mm, length from 16mm to 20mm) were used in 25 patients. 24 of the patients were pretreated with 250 mg of ticlopidine twice daily for five days. One patient had a ruptured aneurysm; therefore, a bolus of 300 mg of clopidogrel was administered 6 hours prior to the procedure. All patients were given heparin at the beginning of the procedure while a bolus of acetylsalicylic acid was administered during the release of the ped. Post procedure, the patients were to maintained on dual antiplatelet therapy (250 mg of ticlopidine twice daily and 300 mg of acetylsalicylic acid once daily) for the first three months and then single antiplatelet therapy (300 mg of acetylsalicylic acid once daily) was to be continued for three to six months. Out of the 28 patients treated with either fds or peds, two patients required retreatment three months post procedure due to partial coverage of the aneurysm neck. Same event as MDR# 2029214-2014-00460.